Event description:
It was reported that during a 2 level acdf, level c4-c6, the surgeon was placing the ti cervical plate with 4.0 mm ti cortex expansion head screws and the screw pulled one bushing through the plate. Surgeon removed the plate, placed another size plate and re-used the screws with the exception of the one screw that pulled the bushing out. The procedure was completed, and the screw was discarded. This is report 1 of 2 for this event.

Event description:
This report is 1of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the two-level cslp va plate appears to be in good condition with very few scratches markings from the case. The middle level is missing a bushing. The plate does not show significant signs of misuse or damage to the holes. There is no evidence that the plate has been incorrectly manufactured. There can be no definitive conclusion drawn from the information given. Potentially, if the screw was implanted slightly off axis, the threads could catch the bushing before fully seating into the plate. When the expansion head screw is not fully seated into the bushing, this could allow the bushing to collapse into (and possibly through) the plate. Since the official cause cannot be determined it is concluded that this complaint will be considered indeterminate. The manufacturing evaluation showed one bushing of the plate is missing and was not sent back for investigation. The diameter of the hole was compared with the other holes and no deviation was found. Without the missing bushing no complete investigation is possible. Therefore it is concluded that this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
(B)(6) female (B)(6), dob: (B)(4) 1974. Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.